Event description:
It was reported that the surgical mesh sunk on the vertebral body (c6) and the screw cut the vertebral body (c6). A revision surgery was performed approximately 3 weeks post op to remove and replace all implants. The event is still under investigation.